Event description:
It was reported to baxter (B) (4) that the reservoir of a seven day infusor 0.5ml had ruptured during patient use. According to the customer, 90 minutes after the device was connected to the patient, the reservoir ruptured. The infusor was replaced immediately by the healthcare professional. The infusor was filled with 5-fu (56ml); concentration 2800mg diluted with 28ml of sodium chloride (nacl) 0.9% with a total fill volume 84 ml. There is no sample available. Pictures will be made available by the customer. There was no report of patient injury or medical intervention. No additional information is available.

Event description:
It was reported that the locking rings broke out on both plates. A 32mm plate was implanted successfully. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional parts involved in event:part no. Lot no.14-521232 14087s